Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission due to an alert that was triggered. Upon review, it was noted that there were no egms as part of the transmission. It was stated that a cybersecurity upgrade was performed and the device was functioning normally. The patient was stable and will continue to be monitored.